Event description:
It was reported that the programmer was in need of repair. Follow-up determined that the programmer generated an error message and that the programmer booted to the error. The programmer was returned for service. There was no patient involvement.

Manufacturer narrative:
Product event summary: analysis confirmed the customer comment that the programmer booted to an error and the hard drive was replaced and reimaged and the software reloaded. It was further noted that the upper case needed replacement due to a broken handle and that the lower case feet were worn. The lower case was also replaced.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).